Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the severely calcified and severely tortuous superficial femoral artery. The wanda 5.0-20, 80 balloon dilatation catheter was selected for pre-dilatation and was advanced with slight force while attempting to cross the lesion. The balloon was inflated at 8atms for 60 seconds on the first inflation. Upon deflating the balloon, the physician noticed blood flow back to the inflation device. The balloon catheter was removed from the patient intact and once it was removed, a pinhole on the balloon near the distal tip was noticed. The pre-dilatation was completed with a sterling 5.0x20mm balloon dilatation catheter. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.